Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive or unreadable and that pigtail on cartridge became detached. Customer unable to change cartridge as damage to touchscreen did not allow screen to display anything. Customer¿s blood glucose level was 172 mg/dl. The customer reverted to an alternate method in insulin therapy.